Event description:
The following description of the event and the condition of the pt was copied from the user facility medwatch report received by carefusion from the FDA on (B)(4) 2011. "Title: xxxxx. Event desc: pt on avea ventilator for two days when machine started to alarm "invalid gas ID". Ventilator was pulled out of service and pt placed on a different ventilator at the same settings. Pt experienced no adverse effects. Upon troubleshooting ventilator, as per manual, we found that the correct connectors were in use and the lines were tight. MFR response for ventilator, viasys (per site reporter). Item was taken to biomed and service call was made to the MFR. What was the original intended procedure? Mechanical ventilation via endotracheal tube (ett). Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working). The following add'l info concerning the event was documented by a carefusion field service rep in response to a face to face conversation with a user facility rep. "Unit shut down during lightning storm. On pt and no alarms. Unit replaced and no injury to pt."

Manufacturer narrative:
The user facility did not provide any pt or device codes on their user facility report. (B)(4). Invalid gas ID alarm activated. The carefusion field service rep has not completed the eval of the device as of yet. Carefusion will submit a f/u medwatch report once the eval is complete.